Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery (pop). A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 10 atm and a vertical separation was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.